Manufacturer narrative:
Additional information: device available for evaluation yes, returned to manufacturer on 10/05/2016. Device returned to manufacturer yes. Device evaluation the device was returned to the manufacturer. Visual inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced glares around light during night time after implantation of a zlb00 intraocular lens (iol). The iol was explanted and no further information was provided.